Event description:
It was reported that, during a meniscus repair, the ts of the fast-fix 360 curved fell off once the carton was opened. A significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle and the knot was tightened down. The actuator is in the pre-t1/post-t2 position. The needle is full of bio debris. A functional evaluation of the device showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device or inadvertently applying pressure to the implant during package removal. No containment or corrective actions are recommended at this time.